Event description:
It was reported the broncho videoscope lost the image during angulation adjustments. This was found during service/maintenance of the device. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.